Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead had an episode where multiple shocks were delivered and led to therapy exhaustion. Low out-of-range shocking lead impedance measurements less than 20 ohms were observed during shock delivery. Noise was also noted on the shock channel and was able to be reproduced with isometrics. A surgical intervention was subsequently performed where the rv lead was explanted and replaced and the device replaced as well. Additional information received from the field representative indicated that the cause of the observation was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--